Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the available information and the investigation findings, a leak was observed in the rubber covering in the bending section due to a pinhole; however, the reported image loss was not reproduced during inspection and testing. It is likely that the leak led to fluid invasion of the device, causing an anomaly of the electrical components and as a result causing a temporary image failure. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): important information ¿ please read before use precaution for disappeared or frozen endoscopic image; warning ·follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution ¿ turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. Olympus will continue to monitor field performance for this device. B5 was updated as additional information was received from the customer. E3 was updated.

Event description:
The reported image loss was observed during the reprocessing of the scope after a diagnostic bronchoscopy procedure. The device had been inspected before the procedure and was used to complete the procedure with no delay and no report of patient harm due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. The device evaluation found the bending tube was damaged and there were black dots on the image produced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera bronchofibervideoscope was not producing an image. The issue was found during an unidentified procedure during which the patient was not under anesthesia. There were no reports of patient harm.